Event description:
It was reported that during a procedure in the heavily tortuous and heavily calcified right coronary artery an unk guide wire with difficulty but successfully advanced and positioned. After pre-dilatation an rx xience v stent was implanted in the target lesion. After stent implantation an spiral dissection was noted distal to the stent. The vessel was rewired with an unk wire and voyager nc was advanced, but did not cross the implanted stent. Two rx xience v stents did not cross the implanted stent. Two otw xience v 2.5x18 stents were successfully implanted and partially covered the long dissection. Two otw xience v stents did not advance out of the guide catheter and resistance was met during removal. A 3rd otw xience v did not advance and became stuck on the unk guide wire. The entire system was removed as a single unit. After rewiring, a non-abbott stent was implanted to cover the remaining portion of the dissection. The procedure was prolonged 4-5 hrs in efforts to treat the dissection. The pt was discharged to home the next day and there was no adverse pt sequela. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). Although a conclusive cause for the reported dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Dissection is a known adverse event listed in the xience v instructions for use.